Manufacturer narrative:
Concomitant medical product: c4tr01 ipg; 419688 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead had occasional undersensing. It was also noted that the left ventricular (lv) lead and right ventricular (rv) lead had high threshold measurements. Follow up yielded no further information. The leads remain in use. No patient complications have been reported as a result of this event.